Event description:
Customer reported the system is down following a collimator error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator and reinstalled system set up info. System operates as intended.